Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a cracked case on the display of the insulin pump. The customer also stated that the buttons on the pump were not working. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.